Manufacturer narrative:
D9. D9.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the battery gauge was fluctuating. The customer's blood glucose level was 70 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.